Manufacturer narrative:
The investigation results of the provided information were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information has been requested but was not available. Trend analysis: as no item number was available, the trend analysis could not be performed. Review of event description: in the journal article "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation" it was reported that one patient experienced dissociation of the acetabular liner at 24 months post-operative and underwent revision surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea. Failure of connection between shell and insert due to insufficient snap geometry => not possible: snap geometry is validated. Moreover, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration , systematic assessment defined in complaint investigation or in the current pms process. Detachment of the sandwich construction due to impingement with stem possible: as no x-rays were provided, impingement with the stem cannot be excluded. Detachment of the sandwich construction due to aging of the polyethylene => possible: as no reference and lot numbers of the device used was provided, the manufacturing date and age of the device used is unknown. Therefore aging of the polyethylene cannot be excluded. Failure of connection between shell and insert due to wrong pairing of components (wrong size) => possible: the size of the implants used is not known, therefore cannot be excluded. Failure of connection between shell and insert due to wrong assembly procedure => possible: as the surgical procedure was not shared, a wrong assembly procedure cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is not possible to confirm one specific root cause for the event reported. The journal article reports that all patients had a renal transplantation combined with osteonecrosis of the femoral head prior to tha. The journal article also reports that the present analyses of this population demonstrate an excellent survival rate (96.6% chance of survival during 16.4 years) as well as relatively lower rates of complications due to infection, dislocation, and early failure. However, based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review. X-ray pictures can be seen in the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-0287314.

Event description:
A journal article has been received. This article was to determine the mid- to long-term survivorship of cementless metal-on-metal tha in 52 patients (74 hips) who underwent tha for osteonecrosis of the femoral head with a cementless tha. This case relates the following complication found in the journal article : one patient was implanted with unknown zimmer metasul insert and experienced liner disassociation after 2 years of implantation. Thus the patient underwent revision surgery. Reference: "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation", jae-suk chang md, the journal of arthroplasty, 2013